Event description:
The pump was being prophylactically replaced to avoid in-vivo battery depletion. During the procedure, they were unable to aspirate the catheter. The pump and catheter were replaced. There was no patient injury reported and the patient recovered without sequela. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10952r09, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. Product ID 8575, lot# n104760, implanted: (B)(6) 2008, product type: accessory. (B)(4).